Event description:
Testicular saline filled silicone implants causing localized burning/itching, scalp hot spots and hair loss, brain fog, bowel/digestive issues after 6 yrs had them explanted (B)(6) 2020. FDA safety report ID # (B)(4).